Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to sizing being too small the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The components were explanted and a new components consisting of cylinders and pump were implanted. Should additional information be received a supplemental report will be submitted.